Manufacturer narrative:
The investigation into the positioning issues and the product damage (cannula kink) has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As per clinical details, impella rp was pulled out after big turn. The cause of the positioning issue was most likely use related. D6a, d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male in acute inferior st elevated myocardial infarction was implanted with an impella rp device for mechanical circulatory support. During support and after turning the patient the repeat chest xray showed the rp prolapsed and was explanted. The patient was stable and transferred to ICU for continued care.